Event description:
It was reported the patient experienced a psychotic episode moderate in severity. The patient was admitted to the hospital where they were treated with medication and the device was reprogrammed. The physician assessed the event was possibly related to stimulation but was not related to the hardware or the procedure. The physician also noted the patient had experienced suicidal ideation in the past year and depression in the 4 weeks prior to enrollment in the clinical study. The patient has recovered and was discharged.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021 additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: unknown, model: unknown, serial: unknown, batch: unknown. Product family: dbs-linear leads: upn: unknown, model: unknown, serial: unknown, batch: unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: unknown. Model: unknown. Serial: (B)(6). Batch: unknown. Product family: dbs-linear leads. Upn: unknown. Model: unknown. Serial: (B)(6). Batch: unknown.

Event description:
It was reported the patient experienced a psychotic episode moderate in severity. The patient was admitted to the hospital where they were treated with medication and the device was reprogrammed. The physician assessed the event as possibly related to stimulation but not related to the hardware or the procedure. The physician also noted the patient had experienced suicidal ideation in the past year and depression in the 4 weeks prior to enrollment in the clinical study. The patient has recovered and was discharged. Additional information was received clarifying that during hospital admission there was a fluctuation of moods between excited and sad and thought disorder with evidence of acute psychotic symptoms. As a result, the patient's prescription for piribedil was reduced by half. During this admission, the patient also exhibited deterioration of parkinson's disease with motor effect fluctuations. A computed tomography (CT) scan of the patient's head confirmed there was no change in the position of the leads, and medication and stimulation were adjusted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7074539. Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7074537.

Event description:
It was reported the patient experienced a psychotic episode moderate in severity. The patient was admitted to the hospital where they were treated with medication and the device was reprogrammed. The physician assessed the event as possibly related to stimulation but not related to the hardware or the procedure. The physician also noted the patient had experienced suicidal ideation in the past year and depression in the 4 weeks prior to enrollment in the clinical study. The patient has recovered and was discharged. Additional information was received clarifying that during hospital admission there was a fluctuation of moods between excited and sad and thought disorder with evidence of acute psychotic symptoms. As a result, the patient's prescription for piribedil was reduced by half. During this admission, the patient also exhibited deterioration of parkinson's disease with motor effect fluctuations. A computed tomography (CT) scan of the patient's head confirmed there was no change in the position of the leads, and medication and stimulation were adjusted.